Event description:
Information was received indicating that the pneupac ventilator has a faulty pressure alarm. A filter was placed at the top where the patient would be connected to the patient line circuit. Whenever the circuit was disconnected, it took over a minute for the machine to alarm with the low-pressure alarm. When the filter was off of the circuit, it took less than 10 seconds to alarm. There were no adverse events reported.